Event description:
Baxter (B)(4) received a report that an intermate had the delivery stop during patient use. The patient observed that the delivery stopped after two hours of infusion. The device was filled with a 200-ml solution of clottagen and saline. The solution was not filtered before filling. No problem was observed during priming. After filling, no air bubbles were observed in the tubing. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 70 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the sample showed traces of hardened blood at the distal luer and inside the delivery tubing. When the blue winged luer cap was removed and the tubing unclamped, very slow drips of fluid were noted coming out of the distal luer. Forced prime was attempted, but slow drips of fluid continued. The root cause was determined to be blockage from the hardened blood inside the delivery tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.